Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead was extri nsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found outer insulation was cut and blood ingress on proximal conductor. According to the finding and the anomalies described in the event, it is likely that the extrinsic insulation breach observed occurred during the lead revision and it is contributed to the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged a week after implant and was reprogrammed to high outputs. During the revision, there was placement difficulty. High thresholds and low impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.